Event description:
Two arterial pressure transducer kits that have sheared off tubings.

Manufacturer narrative:
Unit 1 - customer report was confirmed. Rec'd (1) single dpt kit. Tube adaptor, where IV tube was bonded to the male connector, found to be completely broken from the male connector at the end of IV line. Unit 2 - customer report was confirmed. Rec'd (1) single dpt kit. Tube adaptor, where IV tube was bonded to the male connector, found to be completely broken from the male connector at the end of IV line.

Manufacturer narrative:
Other - not yet received for evaluation